Event description:
It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2007 and mesh was implanted. It was also reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was further reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2008 and a mesh was implanted concurrently with anterior and posterior compartment defect repair, sacrospinous suspension, excision of vulvar mass due to vault prolaps & sui. It was reported that patient underwent interstim stage I, fluoroscopy and programming on (B)(6) 2014 and interstim stage 2 and programming on (B)(6) 2014 due to urge incontinence. It was reported that following insertion the patient experienced extrusion, infection, urinary problems, organ perforation, fistulae, recurrence, dyspareunia, neuromuscular problems and vaginal scarring. No additional information was provided.

Manufacturer narrative:
(B)(4). It was reported that following insertion the patient experienced increased urinary frequency, and incomplete bladder emptying.

Manufacturer narrative:
Additional narrative: it was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2007 and a mesh was implanted concurrently with anterior and posterior compartment defect repair, sacrospinous suspension, excision of vulvar mass due to vault prolaps & sui. It was reported that patient underwent interstim stage I, fluoroscopy and programming on (B)(6) 2014 and interstim stage 2 and programming on (B)(6) 2014 due to urge incontinence. No additional information was provided.